Event description:
The pt was found unconscious in the middle of the night. Daughter tested her blood glucose on the suspect device and it was 143 mg/dl. 10 mins later the paramedics arrived and they tested her blood glucose and it was 43 mg/dl. She was given an IV with glucose.